Event description:
The site notified berlin heart inc. Clinical affairs that on 02-22-2024 a pump change was performed due to hemolyis and squeaking at the valves, louder at the outflow than the inflow valve. The patient's ldh level increased from 1853 on 02-20-2024 to 2494 on 02-22-2024. According to the site, the pump maintained full fill and ejection and functioned as intended.

Manufacturer narrative:
The excor blood pump, s/n (B)(6) on the patient since 02-08-2024 until the time of the event on 02-22-2024 (14 days). We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.